Event description:
It was reported that the patient experienced pain and discomfort during sexual activity after the implantation of an inflatable penile prosthesis (ipp) due to pump stabilization in an inadequate position in the scrotum. Despite the troubleshooting attempts at repositioning, the pump is effectively compromising the patient's sexual activity; therefore, the physician requests a revision surgery to replace the cylinders and pump. No further patient complications were reported.

Event description:
It was reported that the patient experienced pain and discomfort during sexual activity after the implantation of an inflatable penile prosthesis (ipp) due to pump stabilization in an inadequate position in the scrotum. Despite the troubleshooting attempts at repositioning, the pump is effectively compromising the patient's sexual activity; therefore, a surgical procedure was performed to remove and replace the ipp. No further patient complications were reported.